Event description:
Pt referenced a recent article regarding a mentor investigation by FDA for "allegations of serious research irregularities." The pt had been enrolled in part of an "adjunct study program with mentor implants". Reporter states that even after multiple problems including atypical connective tissue disease, elevated potassium, elevated co2 and sed rates, colds/bronchitis, rashes, headaches, tingling, anxiety and chest tightness, mentor never followed up with their case.